Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by ghazi chammout, olle muren, evaldas laurencikas, henrik boden, paula kelly-pettersson, helen sjoo, andre stark, olof skoldenberg. This report is 1 of 3 MDR's filed for the same journal article (reference 3002806535-2016-00310, 00311 & 00312). Product location unknown.

Event description:
Information was received based on review of a journal article titled, ¿cemented compared to uncemented femoral stems in total hip replacement for displaced femoral neck fractures in the elderly,¿ which aimed to compare the effectiveness and safety between modern cemented femoral stems and modern uncemented femoral stems in patients 65-79 years of age treated with total hip replacement for femoral neck fractures. A total of 69 patients were included, with 35 patients receiving competitor cemented femoral stems and 34 patients receiving bi-metric uncemented femoral stems. Although the study commenced early due to lack of enrollment, an interim analysis showed complications were significantly higher in the uncemented group. The authors concluded that uncemented femoral stems are not recommended for the treatment of femoral neck fractures in the elderly. Four (4) patients identified in the article experienced periprosthetic fractures: three (3) of the fractures occurred intraoperatively, of which two (2) required cerclage wires for fixation and one (1) of which required a plate. One (1) of the periprosthetic fractures occurred postoperatively and no intervention was noted. There has been no further information provided and the patient outcomes are unknown.